Manufacturer narrative:
Device evaluated by manufacturer - device not returned therefore analysis of complaint device could not be performed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that a cardiac tamponade was experienced. During an ablation procedure for atrial tachycardia, an orion catheter was selected for use. While trying to manipulate the catheter into the right inferior pulmonary vein (ripv), the orion "flipped away" to the left atrial appendage (laa). A cardiac tamponade was then discovered. A pericardial drain was place in the patient and the patient was hemodynamic stable when leaving the laboratory.